Event description:
In 2008, the patient was implanted with a gore excluder aaa trunk-ipsilateral leg endoprosthesis to treat an infrarenal abdominal aortic aneurysm. Ten days later, a bare metal stent was implanted to resolve distal infolding. The patient is stable.

Manufacturer narrative:
A review of the manufacturing records has been conducted. Results: the review of the manufacturing records verified that this lot met all pre-release specifications. Conclusions: user interface contributed to event. The device was applied outside of the indications for use. The iliac diameter was smaller than recommended for the device size.